Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) high-resolution stereoscopic viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the hrsv involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the user observed that the surgeon side console (ssc) high-resolution stereo viewer's (hrsv) left eye was blurry. However, the images from both the right and left eyes on the vision side cart's (vsc) touchscreen were normal. The user received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The user was instructed to reboot and reseat the blue fiber cable, but the issue persisted. The procedure was converted to laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained additional information: the reporter did not know whether port incisions were increased, or additional ports were placed. The reporter did not know whether the patient tolerated the conversion. The system's functionality was checked upon powering the system and no issues were found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint to perform failure analysis. The hrsv was installed and tested on the in-house system. The hrsv started up and failed without video on the display. It was observed that the whole back cover of the hrsv was oxidized and rusty.

Event description:
Refer to h11 for follow-up information.